Manufacturer narrative:
The physician accidentally deployed a smart control stent within a collateral vessel as opposed to the distal superficial femoral artery (sfa) target vessel. The collateral vessel was so small in diameter that once the stent was deployed, the stent delivery itself was unable to be taken out because of the constricting pressure. The target lesion was the distal superficial femoral artery (sfa). The vessel had little tortuosity. The device was used for a chronic total occlusion (cto). The collateral vessel had been created by the body to bypass the cto. The product was stored and handled and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the device. There were no abnormalities when the device was removed from the packaging. There was nothing unusual noted about the stent delivery system prior to use. The collateral vessel was approximately 1-2mm in diameter. The sheath used was a 6 french. The diameter of the unconstrained stent size 1-2 mm was larger than the vessel diameter. The delivery of the stent delivery system (sds) to the lesion used a contralateral approach. There was no unusual force used during the procedure. When resistance was met, the technique of advancing the sds past the lesion and then withdrawing it back into the lesion prior to stent deployment, then advancing the outer sheath until the outer sheath marker contacted the catheter tip and then withdrawing the system as one unit could not be done because of the vessel size. The patient underwent surgery to have both the stent delivery system and the smart control stent removed. The devices were successfully removed during surgery and the patient is stable. Additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ and ¿stent delivery system (sds)-ses withdrawal difficulty - from vessel¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion and the procedural factor of accidental deployment by the physician as described in the event description may have contributed to the reported event. According to the instructions for use ¿it is important to use the correct stent size, as recommended in the stent size selection table provided in section viii - directions for use. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the sales representative, the physician deployed a smart control stent within a collateral vessel as opposed to the distal superficial femoral artery (sfa) target vessel. The collateral vessel was so small in diameter that once the stent was deployed, the device was unable to be taken out because of the constricting pressure. The patient underwent surgery to have the smart control stent removed.